Manufacturer narrative:
Continuation of d10: product ID 8784 lot# 0232272553 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8784, serial/lot #: (B)(6), ubd: 14-aug-2027, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign health care provider (for, hcp) via a manufacturer representative (rep) regarding a patient receiving intrathecal morphine via an implantable pump. It was reported that there was a faulty collet/connector. This occurred during a standard pump and catheter replacement. There were no environmental/patient/external factors that may have led or contributed to the issue. Diagnostics/troubleshooting performed included that several attempts occurred when squeezing the connector together. Actions/interventions taken included replacing the item with a new connector. The issue was resolved at the time of the report.